Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements. This out of range measurements were noticed further after the explant of this device while reviewing the history of the systems that had been implanted on the patient. This device was explanted and replaced due to prophylactic reasons and was returned to boston scientific. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements. This out of range measurements were noticed further after the explant of this device while reviewing the history of the systems that had been implanted on the patient. This device was explanted and replaced due to prophylactic reasons and was returned to boston scientific. No further adverse patient effects were reported.